Event description:
It was reported by the distributorship that the products were found to be nonconforming. Hair-likes substance was found in the sterile package. No additional information.

Manufacturer narrative:
(B)(4). Report source: foreign: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01367.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual review of (60) pouches show (2) pouches with hair-like fiber in the sealed pouch. Measurements of the hair-like fibers were 4mm and 15mm in length. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following the work instructions provided. A corrective action has been previously initiated for the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.